Event description:
It was reported that following implant a pump memory error occurred. No valid pump and catheter. The cause of the error was indicated as old software card in the programmer. There was no valid catheter so unprogrammable and the hcp was unable to program the pump as there was no data. At that time there were no changes to the pump and a new software card was being obtained. It was later noted that the hcp successfully updated the pump with the new software card. Additional information reported the issue was resolved and all was ¿fine¿ with patient and a new software card was received.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8870, product type: software. (B)(4).